Manufacturer narrative:
(B)(4). Initially, the customer reported 'no straight line on ECG'. There was no report of pt involvement or negative pt impact. 'No straight line on ECG' provides insufficient info to determine if there had been a malfunction. On (B)(6) 2011, the local philips fse reported that the customer subsequently reported the symptom had been a pads/paddles related issue, but the customer gave no additional info. Based on this new info, we will consider this to have been a pads/paddles failure, but since the customer refused service, we are unable to determine the cause of this reported symptom.

Event description:
Initially, the customer reported 'no straight line on ECG'. There was no report of pt involvement or negative pt impact. Subsequently, the customer reported that the symptom had been a pads/paddles related issue.